Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Air dermatome, serial number 101271, was manufactured on august 12, 1992, and was over 23 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed nicks and scratches to the head, neck, and housing of the hand piece. The swivel rotates 360 degrees, has a swivel o-ring, but is missing one pin. The safety switch operated as intended. The thickness control lever operated as intended. The master blade was flush with the control bar. There were no missing screws from the neck as reported. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. There was some air leakage at the swivel connection during operation due to the missing engagement pin. The customer hose was not returned. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the standard repair parts and the damaged swivel (as one pin was missing). The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that there was a missing screw on the neck of the hand piece¿ was unconfirmed since during the initial inspection no screw was noted to be missing from the neck as reported. Based on the information that was provided the root cause of the reported event could not be specifically determined. It was noted that the hand piece was missing one engagement pin. The missing engagement pin allowed some air leakage at the swivel connection during operation. The device is over 23 years old and has not been previously repaired by zimmer biomet since october of 2010. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that during cleaning of the device it was discovered that a screw was missing on the neck. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 20, 2016, it was reported that there was a missing screw on the neck of the hand piece. On (B)(6), 2016, it was clarified that the issue occurred after surgery. There was no extension to the surgical procedure and there was no harm or injury to the patient or operator. The surgery was not completed with an alternate device and there was no medical intervention or additional surgical procedures required. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394 the previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6), 2010 where it was reported that the motor was not working and the ball detent, reciprocating arm, seal and retaining ring, poppet assembly, thickness lever, bearings, motor, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on july 28, 2016 revealed nicks and scratches to the head, neck, and housing of the hand piece. The swivel rotates 360 degrees, has a swivel o-ring, but is missing one pin. The safety switch operated as intended. The thickness control lever operated as intended. The master blade, serial number (B)(4), was flush with the control bar. There were no missing screws from the neck as reported. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. There was some air leakage at the swivel connection during operation due to the missing engagement pin. The customer hose was not returned. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2016 which included replacement of the standard repair parts and the damaged swivel (as one pin was missing). Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection no screw was noted to be missing from the neck as reported. However, it was noted that here was some air leakage at the swivel connection during operation due to the missing engagement pin. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the standard repair parts and the damaged swivel (as one pin was missing). The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.